Event description:
Reporter stated that a patient sample was tested on the coaguchek xs system with a result of 5.5 inr. Thirty minutes later, patient was reportedly retested on a laboratory instrument with a result of 3.7 inr. Patient's therapy was not modified based on the value obtained on the coaguchek xs system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).